Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (B)(6) 2013 stated that the patient experienced pain, suffering, disability, impairment, and disfigurement.